Event description:
It was reported that the device was unable to capture. It was determined that the connection between the device and lead was loose. The connection was retightened, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.